Event description:
The doctor called to report that the customer was hosptialized for high blood sugar levels. It was indicated that the infusion set was out of the customer's body. The programming on the pump is accurate. The doctor stated that the event was due to the infusion set. Additionally, the doctor conveyed that the customer should try a different type of set and receive more education on insertion techniques.